Event description:
Coronary interventionalist preparing to advance a coronary stent into patient, and noted blue towel lint imbedded in stent struct stent was removed from the field and new stent used.